Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a non-clinical activity, the user reported the adhesive cable mount was not attached to the roller pump frame. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.